Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of the report. A f/u medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
In (B)(6) 2010, the pt was unable to recharge the stimulator. It worked sometimes, for a few minutes, and then the pt felt a burning sensation and the charging stopped. The abdominal stimulator pocket became inflamed. The stimulator was about 2cm under the skin; it was fixed with two sutures and had not flipped over. The pt had not gained a significant amount of weight. The stimulator was replaced with the new pocket in a gluteal position.